Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) did not maintain the charge. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. It has been reported that the customer has ordered several cardiosave iabp units and plans to replace the cs100 unit. It is expected that the cs100 iabp unit will be decommissioned.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) did not maintain the charge. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.